Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, blood glucose (bg) level was elevated; however, value was unknown. A supply change was performed and a correction bolus was delivered to address bg. At the time of the reported event, bg level was 178 mg/dl.